Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes and oversensing noise. It was noted that the noise was able to be reproduced with the patient conducting arm movements. The lead has been capped and replaced. No patient complications have been reported as a result of this event.